Event description:
Information received from the field does not address the patient's clinical status but notes that battery impedance was 3k ohms. At a follow-up three months prior, the battery impedance was <1k ohms. Normal pacing and sensing were observed.